Manufacturer narrative:
One device was returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was verified through functional tests as the device was found to be displaying "41541" error code alarm message during power up. The cause of the reported problem was a faulty latch lock flex strip the latch lock flex strip sensor was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had an error code 41541. There was no patient involvement.